Event description:
It was reported that the 9800 system had mixed images and loss of images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive with software installed was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.